Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure after the t-1 anchor was deployed, the t-2 anchor fell out. The t-1 anchor was removed from the patient and a backup device was available to complete the procedure with a reported 10 minute delay. No patient impact was reported.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. This device was received in used condition. The complaint indicated that ¿t2 pre-deployment¿. This device requires manual advancement for each "t" into proper location for manual stripping off of the needle. There is no deployment with this device. Neither t1 nor t2 were returned. There were 3 portions of suture returned. The blue split cannula was returned. The white depth/penetration limiter is attached and trimmed to surgeon¿s preference. Both ends have acquired damage. The distal end is creased and flared indicating difficulty with reaching desired surgical location. The visual inspection shows that the delivery needle shaft is visibly bowed. The needle tip has slight twist. IFU warnings states ¿do not bend delivery needle.¿ inadvertent twisting or bending of the needle track may encourage release of an implant when not intended. T¿s may be displaced by bending or twisting of needle. Functional test indicates that the manual advancement of the actuator slides. There is no manufacturing cause related to support this complaint. No further investigation is warranted. (B)(4).